Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after treatment with juvéderm® ultra, juvéderm® ultra plus, and botox®, the patient's throat and head are "swelled three times its normal size." The patient has been in the hospital for three days. No additional information was provided. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00657 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra plus.